Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) along with high capture thresholds. The physician believed this was related to patient condition. Continuous monitoring was going to be provided. This lv lead remains in service. No adverse patient effects were reported.